Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the during subject device had no image transmission. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update: d8, d9, h3, h4. The device was returned to olympus for inspection and the reported failure of no image transmission was confirmed. A root cause was not identified. Based on the results of the investigation, it was confirmed that the no image was due to insertion section, charge-coupled device unit having horizontal lines. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.